Manufacturer narrative:
All buttons functioning properly. However, found slightly corroded keypad traces. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no audio/beep anomaly, unexpected resetting time/date after changing battery and frozen screen noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, broken belt clip slot and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. It was noted that they had previously called about a constant tone in the insulin pump. The customer's blood glucose level during the incident was 233 mg/dl. They performed troubleshooting and was instructed to perform an insulin pump rest. They were advised to monitor and called back. The customer had waited two hours and put the battery back in the insulin pump. However, after setting the time and date the insulin pump¿s screen froze and it started having a constant tone. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.